Event description:
The doctor stated that given it was a problem of 2016 that it is no longer clinically relevant. Another doctor reached out mentioning that high impedance was found, and because of the lead fracture, an x-ray was performed where no fracture was seen. But because there was doubt at that time of the effect of the vns for the patient, the device was disabled and the patient has been fitter and more alert. Therefore the device has not been replaced to date. The doctor stated that the patient did not receive significant benefit from the vns therapy, and believes it to be due to the patient's condition (presumed mitochondrial disease).

Event description:
During a manufacturer's programming history review on the generator, high impedance was observed on this patient's device. The doctor was informed of the high impedance found on this patient's device, and will follow up with the patient. No other relevant information has been received to date.